Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician used a wholey wire during a follow up thrombolytic infusion for possible cold foot/occlusion in the groin. It is reported that the physician had to remove the coating for the wire because it started peeling off during the case. The case was completed without injury to the patient and without leaving behind any of the coating.